Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c stopper was defective/damaged. The following was provided by the initial reporter, translated from french to english: "the silicone seal was defective during use. The medical device concerned has not been kept, so we cannot make it available to you for appraisal."

Manufacturer narrative:
(B)(4): follow up MDR for device evaluation: one photo of a 5ml eurographic syringe was received and evaluated. The image shows a loose syringe with the stopper jammed between the barrel and the plunger rod. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed defect is associated with the assembly process. A device history record review was completed for provided lot number 3033482 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.